Event description:
Patient with omnipod insulin infusion device, went in to severe dka (diabetic ketoacidosis) with coma & cardiac arrest. Resulting in diffuse anoxic brain injury, intubation. Poor neuroprognosis. Currently impending brain herniation.